Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Tech. Called in for help on 8120 unit plunger accuracy test keep failing serial # (B)(4). Failure device type: alaris system instrument failure problem type: 8120 failure mode: troubleshooting/ error codes case resolution: the error plunger accuracy test fail on check in test, on 8120 unit will not pass will need to replace the linear sensor first if it does not resolve the issue next will be a logic board confirm part # and price of each part without tx. Also confirm quote for services repair. Tech. Thank me for my assist. Ref:_00d30y0yr._5000l1l7sw2:ref